Event description:
Initial info received from nurse via a sales rep on (B)(6) 2010: a (B)(6), female, (nurse), was treated with an unspecified dose of poly-l-lactic acid (sculptra) (lot number and exp date not provided) on an unspecified date over 2 yrs ago (about (B)(6) 2008) for an unspecified indication. On an unspecified date, the pt developed nodules in the medial portion of both lower lids. Her treating physician tried to excise and performed a quad bleph on (B)(6) 2009; however the nodules are still present. Concomitant medications and medical history were not provided. No further relevant info reported.